Manufacturer narrative:
Skin infections and abcess are well known and described adverse reactions following dermal filler injections. They are caused by a lack of asepsy of the injection environment (see comments section for bibliography). Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of our products. Batch analyses undertaken confirms that the products passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed. Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e. Kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
The event occurred outside of the us, in (B)(6). On (B)(6) 2020, the patient received ultra deep ps and rha4 injections in the medial cheek and buccal sulcus area . Previously, in (B)(6) 2019, these zones were supplied with a filler made of polylactic acid aesthefill. 2 days after the injection ((B)(6) 2020), the patient complained that she felt slight soreness, swelling and edema at the injection sites. Dr. (B)(6) (who has extensive experience with teosyal) described it as a post-traumatic reaction. The swelling continued to increase. 2 days later ((B)(6) 2020), the doctor and the patient met. The doctor palpated the area where the seal was felt. The doctor was kneading (yes, a little kneaded tissue) and massaged the injection area, and the area became less dense. From the 4th day ((B)(6) 2020) the edema began to increase, and glucocorticoids (dexamethasone) were prescribed. The swelling continued to increase. On the 7th day ((B)(6) 2020), it was decided to consult a plastic surgeon irina adrianova (effi clinic). Introduction of hyaluronidase. When ingested, "purulent-septic inflammation" was found. They canceled hormones (i.e., glucocorticoids), changed the antibiotic, introduced drainage, and washed the infected areas. From the 8th day ((B)(6) 2020), a dressing is added to the drainage, which must be changed 2 times a day (yes, change the dressings 2 times a day) region's. The introduction of hyaluronidase (desinfiltral) and (longidaza). Day 9 ((B)(6) 2020). On the second side (yes, inflammation on both sides) of the puncture, there is a "purulent discharge". Drainage on both sides. Day 14 ((B)(6) 2020), removal of drainage from one cheek. Drainage and bandages are saved 2 times a day. Soft tissue ultrasound (yes, ultrasound was performed) was performed, there was a little gel left. They sent a sample for histological analysis. Wait for results. Day 17 ((B)(6) 2020), drains (both) removed, rinsing, bandages retained. Day 21 ((B)(6) 2020), infiltration (density) is maintained on the left, there is no compaction on the right. On (B)(6) 2020: there is improvement, infiltration persists on the right cheek, edema began to subside , the patient is under the supervision of a doctor but stable. The attending doctor put the patient in the right cheek desinfiltral (hyaluronidase 1500 units). If there are no changes, then in 14 days it will be put again. The result on histology came without result, as there was little material. The patient is tired, of course, from this situation , and nervous. (According to the doctor).